Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure with the device, the device gave an alarming and scope communication error b30 appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown. Based upon the information from complaint, the following was supposed to be the cause. The failure of the electrical contact of the video connector socket of the device was occurred by liquid adhering on the electrical contact due to handling during transportation, storage, use, reprocessing, etc. The electrical contacts of the video connector socket of the device was worn out due to repeated use.